Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost stimulation from port 2, drg lead 2. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the drg ins was explanted and replaced. Effective therapy was restored following surgery.

Event description:
Additional information received identified that patient had a traumatic event.